Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer¿s blood glucose level was not impacted. Although the touchscreen was initially unresponsive, during troubleshooting, the touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy.